Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information provided, it was reported that saline was coming out the end of the shaver blade while using the fms pump and tornado shaver. The complaint device is not being returned, therefore unavailable for a physical evaluation. However a photo was provided. Upon visual inspection of the photo, not physical damages or anomalies were observed. The complaint reported was not confirmed. The photo do not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause. The possible root cause for the reported failure can be attributed to overfill or due to missing o-rings. However, this cannot be conclusive determined.   As no defect was found based on picture provided, a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required.   At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Product complaint#: (B)(4). To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. UDI: (B)(4).

Event description:
It was reported by the healthcare professional via complaint submission tool that during a rotator cuff repair procedure the saline was coming out the end of the micro tornado hp w hand-control blade while using the fms vue pump. Also, the sutures of two 4.5 healix advance br w/o cord with lot number 6l68583 broke, and the anchor was left in the patient. The surgeon mentioned the suture was frayed when he pulled it out of the package. A third 4.5 healix advance br w/o cord with lot number 6l76187 broke on insertion. Surgical delay reported. The micro tornado hp w hand-control is the only device that was discarded by the staff, and not available to be returned for evaluation.